Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead had been showing high, out of range shock impedance measurements. Technical services (ts) explained that with the observed values, shocking therapy could be truncated. Finally, a new device was implanted, and a commanded shock was delivered, still with high, out of range shock impedance as the real value. Shock impedance checking through device was down, but still high, out of range even before the commanded shock. The physician removed calcified scar tissue from the pocket. The old rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.